Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has exhibited high threshold measurements. The rv lead is suspected to have micro-dislodged. The outputs of the rv lead were adjusted and no intervention will be performed at this time. The rv lead remains implanted and in service. No adverse patient effects were reported.